Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012245471); product type: 0195-heart valves; implant date; explant date product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut pro plus valve; product ID evproplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve (B)(6), the valve was deployed in a suitable position. While the nose cone of the delivery catheter system (dcs) was removed, the valve dislodged up. Subsequently a second valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review. Patient¿s executive summary was not provided for anatomical review. Fluoroscopy valve load inspection was not performed thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The valve deployed in the cusp overlap view; however, the valve is only partially deployed so depth assessment on the non-coronary cusp is not possible to be confirmed. Depth assessment in the lao view was performed and was approximately 4mm on the left coronary cusp. As stated in the instructions for use (IFU), the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is <(><<)>1 mm or >5 mm, consider recapture. Furthermore, per medtronic best practices, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at t he lcc. The valve may be released once these steps are completed. In this case, depth on the non-coronary cusp prior to release is unknown. The valve was released and appeared stable immediately post release. The subsequent angiogram reveals that the valve dislodged aortic. The dislodgement occurred sometime between final release and removal of the delivery catheter system; however, the dislodgement event was not captured but it was reported that the dislodgement occurred while removing the nose cone. The dislodged valve was not snared, and a second valve was implanted. Of note, medtronic recommends caution while withdrawing the delivery catheter system to minimize interaction with the evolut frame. Final angiogram shows the second valve implanted in a good position; however, there is evidence that the leaflet was near the left coronary artery. There is evidence of a post implant coronary access of the left coronary artery and percutaneous coronary intervention with brisk coronary flow post intervention. Updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 x 40 mm balloon. Slow deployment was followed and the delivery catheter system (dcs) nose cone was centered within the frame inflow by slightly retracting the guidewire prior to removal. Per the physician, the cause of the dislodgement was unstable position.